Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs lead, model: 6172, UDI:(B)(4) serial: (B)(4) batch: 8225892 date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patients system did not provide effective therapy. Surgical intervention was undertaken on 03 april 2023, where the entire system was explanted.